Event description:
The facility reported a colleague infusion pump with an "invalid clamp position sensor error." The condition was reported to have occurred during programming/set-up. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "invalid clamp position sensor error" was not confirmed or reproduced during product evaluation. However, baxter quality engineering discovered, confirmed, and reproduced failure code 803:07. This condition was caused by the blue slide clamp being left inside the channel. The blue slide clamp was removed from the channel to correct this condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.